Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
No patient information provided. 14 fr sheath appeared to have small breach which was identified and treated by sheath replacement. No patient consequences or harm noted.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1; d2a; d2b; and d4 (catalog) to reflect the correct product name from unk_introducer to kit, 14fr introducer, 13cm & 25cm, sterile.

Event description:
Clinical narrative: during vascular access preparation, a potential defect in the peel-away sheath lining was observed. After removal of the inner dilator, blood was noted to eject from the shaft of the sheath just below the larger hub, raising concern for a possible crack or hole in the sheath shaft. The sheath was removed, and a longer 14-french sheath was subsequently utilized. Following sheath replacement, there were no further issues, and no continued bleeding or oozing was observed. When the removed sheath was flushed by the scrub technician, the shaft appeared to have a small hole, consistent with the observed bleeding. Per procedural documentation, all vascular access best practices were followed. It was noted that excessive force had been applied during the procedure. The event was managed through sheath replacement.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. H6 med dev prob code added a0404.